Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported that the patient was on impella cp for hemodynamic support. While on support during an attempt to reposition the impella, the device pulled back across the valve, and low flows was noted. Flows improved. Attempts were made to reposition with echocardiogram but were unsuccessful.